Event description:
It was reported that the duo headlight 2 bay system - us (90620us) starts to "flicker and gets pretty hot," after being on for a while. It was also reported that the fan was not running, "possibly overheating." The device was not in contact with a patient. No patient injury, death, or surgical delay was reported.

Manufacturer narrative:
The duo headlight 2 bay system - us (90620us) was returned for evaluation: failure analysis: the duo headlight 2 bay system - us was received in used condition. The evaluation identified that the headlight power cord connector was short-circuited leading to the light flickering. The holster screw was not tightened properly. The issue of a "short" refers to a poor connection of the power pins that can potentially result in a failing connection to the battery port. No risk of harm would be incurred by this short, and the low voltage would not cause a hazard. To resolve these issues, the power cord and holster were replaced. Root cause analysis: the reported complaint was confirmed. The reported issue was most likely due to routine use and wear. No manufacturing, workmanship, or material deficiency has been identified.